Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A school nurse reported via phone call indicating that the customer had a low battery alert on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The nurse stated that the customer was experiencing high blood glucose, but the blood glucose value was not provided. The nurse stated that the customer was not present at the time of the call to troubleshoot the issue. The nurse wanted to know what the "n" meant on the screen of the insulin pump when they checked the bolus. The nurse was informed that the "n" meant that the bolus was a "normal bolus". The customer did not return the product back for analysis.